Manufacturer narrative:
Per user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 90 mg/dl. Reportedly, the pump and transmitter were not worn within line of sight of each other. After moving the devices within line of sight, the pump and the transmitter regained connection.